Manufacturer narrative:
Conclusion: no failure detected and product within specification. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of returned product. (B)(4).

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly post-op consultation on (B)(4) 2013 - no open spots. But on (B)(4) 2013, pt. Developed open wound spots on proximal and distal portions of finger. On (B)(6) 2013 pt had developed low grade sepsis. Dr removed rod.